Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient ingested the capsule for several days and it was still present in the rectum. The physician performed an MRI without knowledge that the patient had a procedure. There was no reported patient outcome.